Event description:
Information received by medtronic indicated that the insulin pump had crack on battery compartment. No harm requiring medical intervention was reported. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located a crack on the battery compartment found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube) and cracked reservoir tube lip. Cosmetic damage was confirmed cracked case (battery tube).